Event description:
It was reported that (1) tl30 was used during a pneumonectomy procedure. It was reported by the rep that the instrument jammed and the safety would not seat "pin". The pt lost 1000cc units of blood. It is unknown how the case was completed. There was no consequence to pt.